Event description:
On (B)(6) 2013, it was reported that this vns patient had pain at the generator site, not associated with stimulation. The pain began on (B)(6) 2013. Diagnostics were all normal (no high impedance). Surgery is planned for new dissection of the pocket. Attempts for additional information have been unsuccessful.